Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message, and critical error codes were observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty relay component on the pace/defib engine board. The pace/defib engine board will be replaced to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.